Event description:
A customer stated that when they used excel off brand reagent strips their glucometer elite would not count down -- not providing a result. Not providing a result to a diabetic could be a serious medical situation. While on the phone a review of the system was conducted. The customer was advised that bayer does not provide or support the use of an off brand reagent. Also the customer did not have a check strip to verify the electronic functionality of the system. This was provided. A follow-up call was made to the customer to verifty the electronic functions of the system. The customer stated that customer is "too busy" to perform this testing. The complaint is considered closed for purposes of MDR. However, if additional contact with the customer is satisfactory and any other issues are identified these will be updated to this file.